Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call of several alarms from the insulin pump. The customer's blood glucose level was 286 mg/dl. The customer experienced an unexpected restart. The customer stated that she was using a new device, and received an unexpected restart, external ram crc error, and displayable history crc check failed at startup alarms. The customer was advised that her pump was stored without a battery for 2 weeks. A replacement pump will be sent to the customer.